Manufacturer narrative:
As received, the device was above elective replacement indicator voltage with normal telemetry and output functions. Visual inspection of the header attachment area detected a bonding anomaly. Hybrid circuitry was tested and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the device was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced prophylactically. No device malfunction was observed. The patient was stable.